Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. No further information was able to be obtained from this customer on the handpiece. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on june 30 2009. The system met specification. Additional, related handpiece information was not obtained. Therefore, the root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpiece was occluded which is making the intraocular pressure off. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.